Manufacturer narrative:
This is for the same event as manufacturer report number 2937094-2018-00060

Event description:
It was reported that during a procedure, two fibers were broken 2cm from the exit of the operating canal. The method used to complete the procedure was not reported. No additional event information was provided. There was no injury reported. This event is for the second surgical fiber used.